Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿inappropriate operation¿ (no further detail). On an unreported date, the patient began treatment for the peritonitis with ¿melin (ibuprofen suspension)¿, (mylan) therapy, intraperitoneally (dose and frequency were not reported and the drug was not further specified). Pd (dianeal) therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was recovered from the event. It was not reported if the patient retrained on proper aseptic technique. No additional information is available.